Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to an over dose. The cause of death was an insulin over dose. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customers blood glucose was 20 mg/dl at the time of the paramedics arrival. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer was last heard from on (B)(6) 2020 in the evening and was found unresponsive the next morning. The caller agreed to return the insulin pump for analysis.